Manufacturer narrative:
The product involved in the event was not available for return. The device history record was reviewed for the lot number of the unit. The lot met all manufacturing process and quality specifications prior to release. No abnormalities were reported during the manufacturing of this product. No root cause can be established due to the lack of sample or pictures. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The tegaderm tore during use, compromising ophthalmic sterile field.

Manufacturer narrative:
The product involved in the event was not available for return. A follow-up report will be provided upon conclusion of investigation. La ada de acuna, is the manufacturer of the halyard branded kit. The complaint component tegaderm, part number 70019185 is manufactured by mylan technologies, inc. (FDA registration 1220747). A supplier corrective action (scar) was submitted to the manufacturer on 28jul2023. A follow-up report will be provided upon conclusion of investigation and response by the manufacturer. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4).. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. Device not returned.